Event description:
Severe thrombophlebitis occurred when using the bd nexiva diffusics device. Surgical debridement was required as a result of the incident.

Manufacturer narrative:
The sample is not available for evaluation and a root cause for this incident cannot be determined. Add'l info regarding this incident has been requested. If info is received, a supplemental report will be submitted.